Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Boston scientific technical services (ts) discussed the potential of high impedance measurements due to the lead being a single coil lead, however, the root cause was not determined. All subsequent measurements were noted to be stable and within normal limits and monitoring will be continued. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Boston scientific technical services (ts) discussed the potential of high impedance measurements due to the lead being a single coil lead, however, the root cause was not determined. All subsequent measurements were noted to be stable and within normal limits and monitoring will be continued. No adverse patient effects were reported. This product remains in service. It was reported that additional high out of range shock impedance measurements greater than 125 ohms were observed. Technical services (ts) discussed potential troubleshooting options, and discussed the option of increasing the remote home monitoring alert trigger to 150 ohms. No adverse patient effects were reported. This device remains in service.